Event description:
It was reported that recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure progressed as normal up until the device deployment at which point the device was deployed too distal and the physician needed to recapture the device to bring it back to the ostium. The device was inadvertently fully recaptured and the sheath bounced back into the la and then advanced into the left upper pulmonary vein. While the pigtail was being prepped again the physician started to pull back the device, but was manipulating the sheath close to the laa. This maneuver inadvertently kinked the distal end of the sheath which created a weak point and made it impossible for the device to be fully recaptured. After much consultation, it was suggested to try to put a wire through the 14fr was, which was unsuccessful. Then another wire was attempted with no success. A third wire was put through the distal valve of the wds which gave enough support to pull enough of the device through the septum and out through the groin. A slightly larger septal puncture was the result, but the procedure was completed with a new access sheath and new 30mm device with no further intervention. The patient is stable and recovering. It was further reported that after inadvertently fully recapturing the device the physician decided to try to deploy the closure device one more time before removing it from the patient. Following the second deployment the physician was not able to fully recapture the device. Due to not being able to recapture the device it made removal of the delivery system difficult. There was a surgeon on standby who advised the physician to pull the device (not compressed inside the sheath) through the septum. The physician proceeded to pull it all the way down the femoral vein. There has been no further consequence of this decision and the patient is doing well.

Event description:
It was reported that recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure progressed as normal up until the device deployment at which point the device was deployed too distal and the physician needed to recapture the device to bring it back to the ostium. The device was inadvertently fully recaptured and the sheath bounced back into the la and then advanced into the left upper pulmonary vein. While the pigtail was being prepped again the physician started to pull back the device, but was manipulating the sheath close to the laa. This maneuver inadvertently kinked the distal end of the sheath which created a weak point and made it impossible for the device to be fully recaptured. After much consultation, it was suggested to try to put a wire through the 14fr was, which was unsuccessful. Then another wire was attempted with no success. A third wire was put through the distal valve of the wds which gave enough support to pull enough of the device through the septum and out through the groin. A slightly larger septal puncture was the result, but the procedure was completed with a new access sheath and new 30mm device with no further intervention. The patient is stable and recovering.